Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer replaced the graphic user interface (gui) printed circuit board (pcb).

Event description:
The customer reported that an 840 ventilator had an erratic display. The patient was not on a ventilator at the time of the event. The serial number of the ventilator was not provided by the customer.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and reseated the two ribbon cables coming from the back of the liquid crystal display (lcd) panel to the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.